Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01877, 3005168196-2016-01878. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a ruby coil detachment handle. During the procedure, the physician had difficulty advancing a ruby coil through a lantern delivery microcatheter (lantern) due to lot of tortuosity and subsequently,the ruby coil unintentionally detached within the lantern. Therefore; the physician removed the lantern from the patient and flushed out the detached ruby coil. Next, the physician reinserted the same lantern in the patient and continued the procedure. After advancing and deploying a new ruby coil in the aneurysm, the physician attempted to detach it using the handle; however, the ruby coil's black alignment zone became jammed in the handle. While trying to remove the jammed black alignment zone from the handle, the ruby coil successfully detached in the aneurysm with no issues. Thereafter, the physician continued the procedure using a new handle. Later in the procedure, a new ruby coil was unable to advance through the lantern due to tortuosity and the ruby coil unintentionally detached within the lantern. Therefore, the physician removed the lantern with the detached ruby coil inside and flushed the ruby coil out. The procedure was completed using the same lantern and additional ruby coils. In addition, the physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.